Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 6 of 8 mdrs filed for the same event (reference 1825034-2014-01815 & 01865 & 02939 / 02944).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that (B)(6) 2009. During post operative monitoring and testing, peri-prosthetic fluid collection, a malpositioned acetabular cup of the right hip and joint effusion of the left hip were noted. The fluid on the posterior lateral quadrant of the right hip measured 19.8x20.2x6.8mm. These findings were found due to follow up testing, there were no symptoms for the right side reported by the patient. During post operative monitoring and testing, patient reported popping of the left hip. There has been no reported revision procedures to date.